Manufacturer narrative:
Customer returned freestyle flash blood glucose monitor and test strips with lot number 0616619. The complaint was not confirmed and no new issues were observed, all results were within the range speciation and no errors or other issues were observed during control solution testing. A reading of 280 mg/dl was noted in the meter internal log to have been obtained on the day of the reported event at 12:17 pm. Additionally, a reading of 40 mg/dl was noted at 6:22 pm, followed by a reading of 79 mg/dl at 18:33, 79 mg/dl at 18:46, and the reported result of 188 mg/dl was noted to have been obtained at 6:49 pm.

Event description:
A customer reported dosing within insulin based on a reading obtained on their freestyle flash blood glucose monitor. The customer then reported falling asleep, and later woke up and felt unstable. Customer was given orange juice due to a reading of 40 mg/dl. Customer then reported to have experienced a seizure at 6:30 pm for approximately 45 seconds. Paramedics were called, and the customer was treated in order to stabilize glucose. A glucose result of 188 mg/dl was obtained on the customer's meter; a result of 67 mg/dl was obtained by the paramedics on an unk brand of meter and the time of reading from the paramedics meter in relation to the adc meter is unk. Exact diagnosis and treatment administered is unk.